Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of sensing, loss of capture and low lead impedance. The lead was not used and disposed of at the hospital. A new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.